Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the biopsy channel leaking and water invaded the device during user handling, causing abnormality in electronic components. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The device relayed no image when the bending section was activated in the down direction; this was caused by faulty charge coupled device. Testing also showed the tube had a pinhole which resulted in loss of water-tightness. In addition, the device's switch box was damaged which caused switch buttons 1 and 2 to be non-functional. The light guide tube was slightly indented. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the olympus bronchovideoscope had an image problem during a diagnostic bronchoscopy. The doctor reported the image was abnormal only when the angulation lever was activated and the bending section was positioned at a large angle. The procedure was completed with no delay using the same equipment. The customer reported that no issues were identified during inspection prior to use. The device was returned for evaluation. During testing, the device relayed no image when the down direction angulation was activated. This medical device report (MDR) is being submitted to capture the reportable malfunction (no image) found during evaluation. No adverse effects to patient reported.